Event description:
The user facility reported that part of the guidewire was sheared off inside the pt when the physician was pulling the guidewire back through a metal entry needle. The pt was taken to surgery where a cut down procedure was performed and the detached material was successfully removed.

Manufacturer narrative:
The involved device was not returned by the user facility and the lot number is not known. Therefore, the investigation was conducted based upon a review of info provided by the user facility. The involved device was not returned for evaluation. The user facility was not able to confirm either the product or lot number of the involved device, which limits quality record review. There is no evidence that this event was related to a device defect or malfunction. The event description is consistent with damage to the glidewire's coating due to incorrect user technique involving manipulation of guidewire against a sharp surface, such as along the bevel of the metal entry needle that was used during the procedure. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for - use, which states, " do not manipulate/ withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." All available info has been forwarded to the mfg facility for appropriate tracking, trending and follow up.